Event description:
Reportable based on device analysis completed on 09nov2021. It was the device could not cross the lesion. A 6x120x130 eluvia self-expanding stent was selected for use in the left superficial femoral artery (sfa). The target lesion was 95% stenosed with moderate calcification and severe tortuosity. Vascular access to the target lesion was obtained via a contralateral approach. Pre-dilation was performed and the stenosis was estimated at 60% after dilation. Due to severe tortuosity in the iliac artery, the device was pushed strongly to try to deliver to the lesion, however, it kinked. The device was removed. The procedure was completed without replacing the device. There were no patient complications. However, device analysis revealed a partially deployed stent.

Manufacturer narrative:
(B)(6). Device eval by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 12mm from the tip. There are multiple bend/kinks along the sheath. Microscopic examination revealed no additional damages. The thumbwheel lock is missing. Inspection of the remainder of the device presented no other damage or irregularities.